Event description:
During a remote follow-up, episodes of under-sensing and r-wave amplitude variation were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable.

Event description:
Additional information was received that the device was reprogrammed. R-wave amplitude variation was not observed on the device.